Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit's battery is not charging. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) advised that the customer cancelled the service and they fix the issue. It was also specified that the unit is back in service. Device not returned to manufacturer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.